Event description:
It was reported that while using bd vacutainer® push button blood collection set that the needle/ holder seperated/ sprung out. The following information was provided by the initial reporter: normally, the needle would stay on the patients arm and after removing and engaging the safety button the needle will retract into the butterfly section and prevent accidental puncture. In this case the draw was being performed and a tube was being switched out when the spring activated and pushed towards the patient which caused the needle to be pulled out of their arm. 2.when was the defect observed (before or after use/before or after opening product packaging)? During use. The butterfly needle was already being used for the draw when in the middle of the procedure it happened. 3.how many units have the observable physical defect? Quantity received and quantity affected so far just the one. Needle retracts by itself.

Manufacturer narrative:
H.6 investigation summary bd received 7 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for spring pop out was observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for spring pop out with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode spring pop out. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.